Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of pulmonary edema which warranted hospitalization. The etiology of the event is unconfirmed; however, the patient alleges the liberty select cycler failed to remove the proper amount of fluid, which led to the hospitalization. An inability to obtain follow-up information precluded a more comprehensive investigation. Pulmonary edema is a well-known potential complication of the esrd process, and causality can often be attributed to several different internal and external factors such as, physiological changes, dietary restrictions, mechanical issues, membrane/transport failure. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s hospitalization for pulmonary edema. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, given the patient¿s allegation of insufficient uf, the hospitalization for pulmonary edema, and limited follow-up information, this clinical investigation cannot disassociate the device from the events. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused/contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fluid from the cycler filling up the patient's lungs. The patient alleged the liberty select cycler failed to drain him ¿fully¿ for at least two weeks. Subsequent attempts to obtain additional information (e.g., discharge summaries, treatment records, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received 6000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The patient line was clamped during drain phase of cycle 1 and a drain complication alarm was received. This shows that the cycler will properly alarm when a drain problem occurs. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fluid from the cycler filling up the patient's lungs. The patient alleged the liberty select cycler failed to drain him ¿fully¿ for at least two weeks. Subsequent attempts to obtain additional information (e.g., discharge summaries, treatment records, medication records) have thus far proven unsuccessful.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fluid from the cycler filling up the patient's lungs. The patient alleged the liberty select cycler failed to drain him ¿fully¿ for at least two weeks. Subsequent attempts to obtain additional information (e.g., discharge summaries, treatment records, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
Correction: b2.